Event description:
It was reported that during preparation of the fiber for a lithiasis procedure, the aiming beaming of was not coming out of the fiber, after being connected to the console. It was discovered the fiber was broken at the proximal end. The fiber was changed, and the procedure was completed without patient consequences.